Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy with ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end assy with ccd module. In addition, we confirmed that the laser cut filter broken, the insertion flexible tube (ift) buckled, the operation channel leak, the remote control buttons cut, the distal body worn out, and the light guide fiber bundle (lcb) defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).